Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in a non-tortuous and non-calcified right radial artery. A 3.75mm x 15mm quantum? Maverick? Balloon catheter was advanced for dilatation. However, upon insertion of the balloon, it was noticed that the balloon catheter shaft suddenly broke without any resistance. Subsequently, the balloon was slowly pulled back all the way to the guiding catheter and was completely removed together with the guidewire system. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in a non-tortuous and non-calcified right radial artery. A 3.75mm x 15mm quantum? Maverick? Balloon catheter was advanced for dilatation. However, upon insertion of the balloon, it was noticed that the balloon catheter shaft suddenly broke without any resistance. Subsequently, the balloon was slowly pulled back all the way to the guiding catheter and was completely removed together with the guidewire system. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Investigation results: device analysis findings: the device was discarded and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. During attempts to reach the lesion there was no resistance felt, however, the balloon catheter shaft suddenly detached. Based on the available information a clear conclusion for the reported event cannot be established, nor can the allegation be confirmed.